Manufacturer narrative:
The part number is unknown, therefore, the 510k number is unknown. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross -functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.

Event description:
It is reported that during a scoliosis revision surgery it was found that the proximal pedicle screws pulled out of bone, one rod only. Surgeon noticed that 3 sets screws were not in screw heads, but loose in patient. Therefore all forces were on the top 1 and 2 set screws explaining the pull out. Revision was done on the proximal section of previous scoliosis fusion. A small incision was made, rod was cut, screw replaced and added. New set screws placed with new rod with domino. The condition of the patient following surgery was stable.